Event description:
It was reported that during a cori assisted tka surgery, when the surgeon was inserting the ri bone pin 4 mm x 152 mm into the bone, it severely bent and was unable to be used. The procedure was completed, with a non-significant delay, using a s+n back-up device. Patient was not harmed due to the problem reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the ri bone pins 4 mm x 152 mm qty: 2, part number rob10011, intended for treatment were not returned for evaluation. A relationship between the reported event and the devices could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with product mishandling during insertion or removal. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.